Event description:
The facility representative reported an infuso.r. Pump with a condition of "machine keeps turning off." It is unknown when the event occurred; however, it was identified in the "or" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an infuso.r. With "machine keeps turning off on it's own" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be the motor separated from the gearbox. The motor assembly was replaced in order to fix the reported condition.